Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that information was received from a patient (pt) regarding an implantable neurostimulator (ins) for the treatment of bladder issues. The reason for call was patient (pt) states they started experiencing a lot of urgency on saturday and yesterday it was terrible. Patient mentioned the doctor has told them not to make any adjustments until they meet again which will be on march 10th. Patient just wanted to be sure they were doing everything right with the external equipment. Patient services assisted patient with connecting to implant. Patient confirmed stim is currently on at 0.7v. Patient will continue to leave it here until they speak to the doctor about possibility of increasing stim. Patient services reviewed how external equipment powers off, recharging frequency info and device specifications on upper limits of implant. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. No device issues reported. Additional information was received from the patient (pt). They reported that they were having the same issues. Increased voiding and urgency feeling. Pt stated this really bothered them over the weekend. Pt stated they went 9 days after doi feeling good so pt was concerned if something was wrong. Pt inquired if they bumped on/off button on handset if that would impact therapy settings. Reviewed external equipment/therapy theory/usage. Pt inquired about "end session" message if this means that the entire program has ended. Pt stated they are reading in manual regarding device not responding message. Reviewed device not responding message meaning with pt. Pt stated they have had no trouble connecting communicator with ins. Pt inquired about how to power off communicator. Reviewed info and communicator general use info with pt. Pt inquired if there is a battery in handset/longevity of handset battery. Pt inquired about apps section of handset. Reviewed handset charging/general use information with pt. Pt inquired about who to contact for replacement if there is ever a defect with handset (hypothetical). Reviewed replacement process with pt. Pt mentioned they see their dr. On wednesday (3/10) and stated they were told to wait to make changes to settings until then. On another call the patient said they went to hcp on wednesday for f/u appt. And had stimulation increased. Pt inquired if they need to go to hcp to increase stim or if they can call ps to do that. Reviewed pt can increase stim on their own without calling patient services. Pt stated they may call patient services if pt needs to increase stimulation at that time for assistance. Pt stated they felt comfortable and great following appt. On wednesday for about 24 hours and then starting thursday some urgency came back and pt stated they feel they had "a little set back". Pt stated they think at hcp appt. On wednesday they increased stim from 0.7v to 1.2v. Pt inquired if by turning off handset if that would have any impact on therapy. Reviewed external equipment/therapy general use. Pt mentioned information again in this case that they were feeling good 9 days post op and then it "quit a week ago friday." Pt will monitor symptoms now that change was made on wednesday and will call if pt needs further assistance increasing stim. Another call was received from the patient where they said the need guidance increasing stimulation. The last few days they have had a set back. They said, it started about monday. Patient is having urgency and they got up ten times last night. The doctor had reset the settings last wednesday. Patient is currently on program 3 at 1.2 volts. She increased it to 1.7 volts. Told caller to monitor her symptoms for a couple days and see if they improve. On another call the patient reported after they made the change on wednesday they were good for 24 hours. Then they voided five times or so last night. They still have urgency. Patient said their handset is black and says 70%. They wanted to know how to turn it on. Patient services helped them turn on the handset. They said they did talk to the doctor and they gave them full permission to change the programs and settings. They told them if they reach to 4 or 5 on amplitude then change the program. Patient wanted to increase the current setting. They increased from 1.7 volts to 2.4 volts. I told them to wait a couple days and monitor their symptoms and see if their symptoms improve. Additional information was received from a consumer (con). It was reported that the patient had the same therapy issues. They were fine when they increased the amplitude, but would then have a return of symptoms. The patient was at 2.2 and only felt stimulation sometimes. They were going to adjust the amplitude and follow-up with their doctor in ten days. On (B)(6) 2021, the patient was still having therapy concerns. They stated it seemed like there were a lot of ¿remissions and exacerbations with discomfort¿ and they were waking up and voiding several times throughout the night and every two hours. The patient would get therapeutic effect initially after making adjustments and then have a loss of effect. The amplitude was at 2.4 and the patient was feeling stimulation intermittently, depending on their body position. They were going to increase the amplitude higher and see if that helped. Additional information was received from the patient. They reported that the patient thought they were doing ok and could feel the pulsating regularly. When the patient last saw their doctor they were told not to change anything because it seemed to be working well and they would see patient in 6 weeks towards the end of this month. Patient noticed today they had an increase in urinary symptoms. Patient is not sure what caused this but recognizes it could be a change in activity level, diet etc. Reviewed considerations regarding amplitude range and program use per patient inquiry. Recommended patient not change programs unless directed to do so by managing physician. Patient indicated they increased amplitude from 2.6 to 2.7. Additional information was received from the patient. The patient called back and said they feel like they were having a tremendous set back with the program they were on. They had been on program 3 and it had been erratic from 0.3 in operating room to 2.5 or 2.6. Over the six week patient has had three urinary track infection . They had been treated for each of those. Right after all that, they were having tremendous burning and urgency. It never really left. They can go four hours (maybe once in the last week), otherwise they were going every hour to hour and half. Last weekend they were like back to normal before the device was put in. The patient feels terrible down there. They are in a lot of discomfort, urgency, and frequency. The patient wants to change to a different program. Current setting is program 3 at 2.6. They had it at 2.5 this week and bumped it up to 2.6. Patient services walked caller through changing to program 4 at 3.8 volts. Patient services told the patient to monitor their symptoms for a couple days and see if they symptoms improve. The next day, the patient called back stating that after changing programs and amplitude yesterday after they got up and walked around they realized amplitude was too high and caused discomfort. The patient decreased amplitude and slept well last night and were able to go 8 hours without urinating but when they got up the stimulation was still too strong and felt a ring of discomfort around the perineum. Patient services reviewed that the patient should continue to decrease amplitude until it is comfortable. Patient services recommended that the patient monitor symptoms on program 4. The patient had an upcoming appointment with managing physician on thursday. Additional information was received from the patient. They reported that they had been doing better after changing programs but then started to noticed a loss of efficacy again. Patient does not plan to change programs again but has increased amplitude and is hoping this will resolve the issue. The patient has an upcoming appointment with their managing physician and will discuss concerns at that time. Additional information was received from the patient. When asked to clarify the statement they had been on program 3 and it had been erratic from "0.3 in operating room to 2.5 or 2.6," they replied they had not tried different programs at that time. One june 25th, they changed to program 4 at 3.0 volts. The cause of it being erratic was not determined. When asked what most likely caused ro contributed to the issue, they responded that approximately six months later, they had no idea. They still had urgency, frequency, etc. When asked what steps were or would be taken to resolve the issue, they responded they would call soon to change their current program, before or after their knee surgery on (B)(6) 2021. The issue was not yet resolved. They noted a recent pelvic x-ray showed the leads were all intact. They had requested the x-ray, as their symptoms still prevailed after six months.